Manufacturer narrative:
(B)(4). Date sent: 5/19/2022. Received lot number: t40h6d. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event was 2021. Event day and event month were not reported. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the reload fell out of the stapler even though the scrub nurse snapped it on. As surgeon was about to fire, the reload fell off into the patient and had to be removed manually. There was no delay in surgery with successful completion of procedure and there was no patient consequence reported. No further information is available.